Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 30-nov-2024. The leakage was in the tubing. The blood glucose level was 254 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.